Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as "taken a bath in hot spring for consecutive days, where he might have been infected". The peritonitis was manifested by bloating and stomach tightness. The same day as the event onset, the patient was hospitalized and treated with unspecified antibiotics (ongoing) for peritonitis. It was not reported if the patient was retrained on proper aseptic techniques. At the time of this report, the patient was recovering from peritonitis. No additional information is available.